Manufacturer narrative:
The report of invalid impedance from the field was not confirmed. The returned octrode (3086) lead body had no kinks, broken wires or other damage. Both the stimulation end and terminal end contacts were in good condition and the lead passed electrical testing. The returned octrode lead exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not receive effective pain relief from her trial procedure. Reprogramming was unable to resolve the issue. Diagnostic testing revealed invalid impedance on multiple lead contacts. The patient had a 6 day trial and decided not to move forward with a permanent implant.